Manufacturer narrative:
The synchroseal instrument was further evaluated by the failure analysis engineering (fae) team. The initial failure analysis was confirmed. No issues were found with the synchroseal functionality. A review of the e-100 logs shows 24 seal events with no errors and 31 transect events with one cut electrodes shorted error. It is likely that the user accidentally touched the instrument jaws with another metal part during energy activation that led to the electrodes shorted error, which likely led to the thermal damage observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument was working properly but the generator would shut off completely and triggered a warning that the "hemostasis may be compromised.¿ the customer restarted the generator and the synchroseal instrument worked briefly before running into the same issue. The synchroseal instrument was removed from the field. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the hysterectomy procedure was performed on (B)(6)2023 on system sk5699. The synchroseal instrument was inspected prior to use and nothing unusual was observed. The surgeon was performing a colpotomy at the time of the issue. The customer confirmed that there was inadequate sealing and fault issues. There was no arcing. The target tissue was the cervix cuff and was not exposed to any radiation or chemotherapy prior to the procedure. The synchroseal jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The synchroseal jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. The patient did not have any excessive bleeding. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Based on the claim against by the customer noting the synchroseal instrument triggered a warning and had insufficient seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and the complaint regarding the warnings and generator issues was not confirmed by failure analysis. The synchroseal instrument was placed and driven on an in-house system. The synchroseal passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The synchroseal instrument passed the energy recognition and delivery tests. The instrument passed electrical continuity. The jaw gap verification passed at 0.003¿. The grip force test was performed and passed at 4.50 lbs in a straight orientation. No errors occurred during in-house testing. A review of logs showed no failures. Also, the synchroseal instrument was found to have thermal damage on the cut electrode. The instrument was found to have the pivot washer dislodged. The pivot washer was not returned along with the instrument. The synchroseal was found to have tears on the jaw cover, both at the proximal and distal ends of the jaw cover. The tears measured to be approximately 0.059" and 0.132" in length. The root cause of the synchroseal instrument issues cannot be determined based on the information provided and failure analysis results. No product issue was identified. The root cause of thermal damage on the electrode is attributed to component failure. The root cause of dislodged pivot washer is attributed to mishandling/misuse. Jaw cover damage is attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchorseal instrument was analyzed by isi advance failure analysis. The instrument washer was still attached to the wrist. The jaw cover was dislodged and pulled over the washer, causing it to be hidden.

Event description:
Refer to h10/h11 for follow-up information.